Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The battery was returned for investigation. A visual inspection was performed with no anomalies found. The unit was installed into an ht70 plus test ventilator and power cycled multiple times with no issues observed. It was allowed to run for two days with the unit running exclusively on the backup battery until it got depleted. The battery functioned for 110 minutes. Afterwards, the main power was hooked, and the unit ran for another day. To conclude testing, the ventilator was again run on the backup battery, and it functioned for 115 minutes until the battery was depleted. During testing, no errors were observed. The customer reported battery malfunction was not verified.

Event description:
It was reported that during patient use, the ventilator generated a backup battery failure alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.